Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing, the 8mm prograsp forceps instrument's head and shaft was completely detached. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: three instruments were all used in the same operation, including the mentioned prograsp forceps, a monopolar curved scissors, and a bipolar forceps, and they all were in perfect condition throughout the entire operation, with the scissors and the bipolar forceps being used for the first time. There was no fragment fall into the patient and no patient injury. The instruments were damaged during central processing, and it is unclear how the damage occurred. A review of the provided images was reviewed, and the following additional information was provided: the pictures show both a prograsp and an mcs instrument, where all cables appear to be cut/broken. The prograsp distal end is completely separated from the instrument, and the mcs is only attached via the conductor wire. The distal end of the main tube appears to be intact on the prograsp. It was not common to see more than one cable break on an instrument, so either the cables broke due to being exposed to a harsh cleaning agent (likely corrosion-related) or the customer intentionally cut the cables after one cable break. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps was analyzed and found to have the customer reported issue that the instrument head and shaft can fully detach. The instrument was found with the proximal clevis detached from the main tube, but no material was missing, and the complete fastening was present. Additionally, the instrument had fully broken grip and pitch cables inside the proximal clevis, preventing functional motion testing. No signs of discoloration, corrosion, or contamination from reprocessing were found. Closer inspection indicated the cables had been cut. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause for the detached proximal clevis is attributed to the breaking of all grip and pitch cables.